Event description:
It was reported that during the patient's device check, they could not get a telemetry link. It was also reported that they confirmed that there was no pain output from the device, but that the patient had an intrinsic rhythm of 50 bpm. The device remains in use. It was further reported that the device was explanted and replaced. No patient complications were reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during the patient's device check, they could not get a telemetry link. It was also reported that they confirmed that there was no pacing output from the device, but that the patient had an intrinsic rhythm of 50 bpm. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) preliminary analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. Since no other data was provided, the analysis result is inconclusive.

Event description:
It was reported that during the patient's device check, they could not get a telemetry link. It was also reported that they confirmed that there was no paing output from the device but that the patient had an intrinsic rhythm of 50 bpm. The device remains in use. It was further reported that the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.